Manufacturer narrative:
Follow up information received on 26-may-2015 from physician: patient requested hysterectomy due to concerns she had that her multiple symptoms were due to essure procedure: nausea, cramping, night sweats, bloating, painful intercourse, non-focal abdominal pain. A gastrointestinal evaluation was normal and reporter did not feel they were related to essure however patient was concerned. The hysterectomy was performed on (B)(6) 2015. No further information was provided. Ptc assessment update received on 03-jun-2015: ptc global number (B)(4). Final assessment: updated without major changes. Medical assessment:this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch 948836, of which (B)(4) cases refer also to similar types of adverse events. No similar ae case reports have been received to date in relation to the reported batch a56796. No unusual pattern could be identified. The batch documentation of the reported batches was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding and pain. She was submitted to bilateral salpingectomy and hysterectomy. These events, interpreted as genital bleeding and pelvic pain, are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, physician believed patient's symptoms were gastrointestinal (gi) related; however upon follow-up he stated her gi evaluation had no specific findings. Given this information and considering the reported event's nature, a causal relationship with the suspect insert cannot be excluded. Also, non-serious events were reported. This case, initially regarded as non-incident, was upgraded to incident due to the reported hysterectomy with bilateral salpingectomy. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for sterilization. The hsg (hysterosalpingogram) was done in (B)(6) 2013 and showed successful occlusion and location. Patient went to physician's office on (B)(6) 2015 and she did not complain of any issues. Twelve days later patient came back, complained of bleeding, chest pain, pain, depression, fatigue, back pain and loss of libido. The physician thinks that it is ibs (irritable bowel syndrome) or gi (gastrointestinal) related. They're scheduling her hysterectomy. Ptc investigation result was received on( B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on (B)(6)-2015 from physician: he reported that essure lot number used on right side was a56796 and on left was 948836. Physician also reported that the patient had a "gi eval" (understood as gastrointestinal evaluation) without specific findings. He suspected on gluten sensitivity. Her medical history included anxiety and multiple vague symptoms (no other specified). On (B)(6) 2005 (discrepant date reported), the patient had a hysterectomy with bilateral salpingectomy done. The pathological findings were benign with unremarkable tubes; no evidence of inflammation at time of surgery or pathology. Follow-up received on (B)(4) 2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: 948836; production date: (B)(4) 2012; expiration date: feb-2015. Lot number: a56796; production date: (B)(6)2012; expiration date: sep-2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch 948836 or (B)(4). No batch signal could be identified. The batch documentation of the reported batches was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding and pain. She was submitted to bilateral salpingectomy and hysterectomy. These events, interpreted as genital bleeding and pelvic pain, are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, physician believed patient's symptoms were gastrointestinal (gi) related; however upon follow-up he stated her gi evaluation had no specific findings. Given this information and considering the reported event's nature, a causal relationship with the suspect insert cannot be excluded. Also, non-serious events were reported. This case, initially regarded as non-incident, was upgraded to incident due to the reported hysterectomy with bilateral salpingectomy. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.